Manufacturer narrative:
The event date is unknown in the year 2020. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during removal of the maxillary distractor main body the right device broke at its tip. It was unknown if there was a surgical delay. Procedure outcome was unknown. Patient outcome was stable. Concomitant devices reported: anti foot plate left (part # 288.043s, lot # h311834, quantity # 1), anti foot plate right (part # 288.039s, lot # h480997, quantity # 1), oval head screw (part # 288.065s, lot # unknown, quantity (2), post foot plate (part # 288.056s, lot # 9858022, quantity 2). This complaint involves one (1) device this is report 1 of 1 for (B)(4).

Event description:
Concomitant devices: anti foot plate left (part: 288.043s, lot: h311834, quantity: 1), anti foot plate right (part: 288.043s, lot: h311834, quantity: 1), oval head screw (part: 288.065s, lot: unknown, quantity: 1), post foot plate (part: 288.056s, lot: 9858022, quantity: 1), screws (part: unknown, lot: unknown, quantity: 10).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3: reporter is a synthes employee. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. G3: health professional is not a report source. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 288.026, lot: h438204, part manufacture date: november 8, 2017, manufacturing location: brandywine, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of maxillary distractor body 15mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the received implant is broken on the distractor body shaft, right at the transition from cylindrical tip section to thread. The broken off portion was not returned for investigation. The plate is bent in several directions. Furthermore, some impression marks are visible, which most probably were caused by a bending pliers. Dimensional inspection: because of the damages, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Furthermore, the broken off portion is missing. Drawing/specification review: the manufacturing document shows that the production procedure was according to the specifications with no nonconformance reports (ncrs) noted and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: the complaint condition is confirmed as the distractor body was found broken. Unfortunately, we have limited information in the complaint description and cannot determine how the implant broke during the removal. The damage at the tip indicates that a mechanical overloading situation during is most probably the reason for the breakage and deformation at the thread. The visible damages are not from any manufacturing non-conformity. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.